Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c190, serial# (B)(4), product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a revision surgery due to a need for better coverage and impedance issues. It was noted that the there impedance issues on all contacts except for 15. Since the revision the patient has been feeling good coverage in their lower leg/back. No further complications were reported.